Manufacturer narrative:
(B)(4). The customer reported a slower than expected charge time during testing. There was no pt involvement. The device was evaluated locally and it was determined that there was a user error during testing. No parts were replaced. The device passed all testing and was returned to svc.

Event description:
The customer reported a slower than expected charge time during testing. There was no pt involvement.